Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has no blood transducer wave form.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has no blood transducer wave form. There was no patient harm reported.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) connected and tested and equipment functioned as intended. Safety disk (d997-00-0985-01) and batteries (d146-00-0039) changed out due to expiration. Cs300 iabp services completed. Safety, calibration and functionality checks passed factory specifications. Returned to clinical service upon completion.

Event description:
N/a.